Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and found that the aspirate probe number one (1) was not removing fluid from the reaction vessel. The engineer identified faulty peristaltic pump tubing as the cause of the incomplete aspiration. Incomplete aspiration will cause elevated relative light units (rlus) such as seen in the failing system check and the elevated access accutni+3 results. The engineer replaced the tubing and performed successful hardware verification. In conclusion, replacement of the aspirate tubing corrected the incomplete aspiration issue which was identified as the cause of this event.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for four patients on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial results were above the customer's normal reference range. The elevated access tni+3 results were released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patient's samples on their alternate access 2 immunoassay system (serial number not supplied) and the results were within the customer's normal reference range. Access accutni+3 quality control (qc) met assay specifications before the non-reproducible access accutni+3 results were obtained. The customer noted that both the access vitamin b12 and access gi monitor calibrations failed, after the non-reproducible access accutni+3 results were obtained, but upon repeat, passed within specifications. The customer technical specialist (cts) suggested that the customer run a system check to verify instrument performance. The system check failed and a beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The patient's samples were collected in lithium heparin plasma gel tubes and centrifuged at 3500 rpm (revolutions per minute) for seven minutes at room temperature. No issues with sample integrity were reported by the customer.